Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer could not be reproduced. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.

Event description:
Caller alleges the infusion device did not alarm a low cartridge warning. Recreated low warning by doing a cartridge change without a cartridge and dialing down to 20 units of insulin; alarmed low cartridge, beeped and vibrated. Caller is adamant that this did not occur before. Caller stated there also should have been an e4 (occlusion) error message as the patient woke up with elevated blood glucose levels and when they attempted to bolus 5 units of insulin, nothing was coming though the infusion set tubing. Patient's exact blood glucose level was not provided. Patient's target blood glucose level was not provided. Nurse reported feeling that the infusion device should have alarmed an e4 if insulin was not delivered properly. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.